Manufacturer narrative:
(B) (4): for coil protrusion.

Event description:
While coiling a coronary artery fistula, the coil stretched, and a part of the coil was inside the vessel while a undisclosed portion of the coil protruded into the parent artery. The physician delivered more coils and completed the procedure successfully. The patient was reported to be "stable".